Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increased of capture threshold that caused intermittent loss of capture. Programming changes were made. The patient was stable throughout.